Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was unresponsive after being exposed to water. Customer's mother reported that the customer was wearing the device when he was pushed into a swimming pool. Blood glucose level at the time of the incident was not provided. Caller stated that there was water visible under the display. Caller reported that the device would not turn on. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.